Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) was alarming yellow (warning) instead of red (crisis) while the central nurse's station (cns) was alarming red (crisis). The patient was an infant in the nicu with a heart rate of 70. The parameter was set at 100-200. There was no patient injury reported. While troubleshooting the issue, the device began alarming correctly, resolving on its own. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the bedside monitor (bsm) was alarming yellow (warning) instead of red (crisis) while the central nurse's station (cns) was alarming red (crisis).